Event description:
It was reported during an oral surgery that the handpiece began running hot and the console stated that the device needs maintenance. There was not reported pt or user injury, and the case was successfully completed.

Manufacturer narrative:
The handpiece was received at the MFR for evaluation, and the reported condition of the device running hot (overheating) was confirmed. Based on the investigation details, the likely cause was problems with the motor, driveshaft, and bearings which were each replaced along with other components. The device will be repaired and returned to the customer.